Event description:
The explanted generator and lead were received for analysis. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The patient's daughter reported that the patient passed away. It is unknown whether or not the death was related to vns therapy. Attempts to obtain additional information will be made, but no information has been received to date.

Manufacturer narrative:
.